Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was used. Concomitantly, another pelvic mesh product was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was used. Concomitantly, another pelvic mesh product was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient had a mesh removal surgery on (B)(6) 2011. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00233. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/25/2017. (B)(4). It was reported that the patient underwent cystolithopaxy on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a surgical procedure on (B)(6) 2006 and pelvic floor repair mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient had a mesh removal surgery on (B)(6) 2011.